Manufacturer narrative:
Eval method: no device returned for eval. Results: based on rep's observations, surgeon possibly over distracted while implanting the device. Conclusion: no conclusion could be draw from the info provided.

Event description:
A pt underwent a revision surgery to remove an interspinous fixation device. The surgeon implanted the device on (B)(6) 2010. The pt was reported to be doing well the next day, however, (B)(6) 2010 the pt reported having symptoms of discomfort. A post-op eval determined that the implant had loosened or migrated. Post-op indicated the device was intact but the spinous process was fractured. On (B)(6) 2010, the implant was removed and a foraminectomy was performed. No additional devices were implanted.